Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the front-actuated grip exhibited the tissue pad had come off. The event occurred during a therapeutic inguinal hernia repair. The procedure was completed with an olympus back-up device. There was no report of harm, injury or death.